Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer states insulin is "squirting out" during the fill tubing process. Customer said rewind message occurred after an alarm and alert and the insulin pump got stuck in rewind. Customer reported that the drive supported is protruded. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window.